Event description:
The pt experienced a loss of therapeutic effect and no stimulation sensation. She had relief the first 4 weeks after implant, but then she noticed that the neurostimulator "moved" and the "hump" in her back got worse. She now had retention issues and has had a bladder infection since implant. It was noted that the pt's retention issues were caused by her kidneys doing "double collection of urine". She went to the emergency room for the bladder infection and had urine drained from her bladder. It was noted, she had been to the ER about "20 to 30" times for intravenous antibiotics to treat the infection. She was instructed to turn off her device. She also had a colonoscopy last week and stated that the healthcare professional found a protrusion closing off on half of her bowel that he thought was caused by the device. Her device was loose in the pocket and was located near her rectum. It was reported that the pt had 3 grand mal seizures since the device was implanted although the pt noted that it had not been linked to the device. Pt felt it must be related since they began after implant of the device. Further info was requested.

Manufacturer narrative:
(B) (4).